Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient had complaints of green stools and feeling poorly. Hemoglobin and hematocrit were 5.8 g/dl and 19 g/dl. Patient received 3 units during a 24 hour period on (B)(6) 2020. Gastrointestinal bleed was not confirmed. Patient remains off all anti-coagulants and has been for months. Event was resolved when patient was discharged. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate ii lvas could not be conclusively determined through this evaluation. The account communicated that the patient had complaints of green stools and feeling poorly. The patient¿s h/h was 5.8/19. The patient was admitted on (B)(6) 2019 for bleeding and received a blood transfusion. An additional 3 units of prbcs were transfused during a 24-hour period on (B)(6) 2019. Gastrointestinal bleeding was reportedly not confirmed. No diagnostic tests were performed on this admission. The patient¿s bleeding had reportedly resolved at the time of discharge and she remains off anticoagulation medication. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.